Manufacturer narrative:
(B)(4). Concomitant medical products - unknown vanguard femoral component catalog #: ni lot #: ni, unknown vanguard tibial component catalog #: ni lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the location of the devices has not yet ben identified. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this complaint: 0001825034-2019-01873 , 0001825034-2019-01874, 0001825034-2019-01875. Insufficient information.

Event description:
It is reported that the patient underwent a knee arthroplasty revision to address unknown complications approximately seven (7) years and five (5) months post-operatively. No additional patient consequences were reported.

Manufacturer narrative:
Upon receipt of additional information, it was identified that this device did not cause or contribute to the reported event. The initial report should be voided.

Event description:
Upon receipt of additional information, it was identified that this device did not cause or contribute to the reported event. The initial report should be voided.